Manufacturer narrative:
Next tentative date of removal hasn't been provided. The manufacturer is currently awaiting for further details regarding sensor removal and will provide them in the supplemental report.

Event description:
Senseonics was made aware of an event where the removal of sensor was unsuccessful during first attempt on (B)(6) 2025 at 02:45 pm. The sensor's site is the right arm. It was confirmed that an incision was made to attempt to remove the sensor.